Manufacturer narrative:
Concomitant medical products: pb1018 valve; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's mother that the patient experienced infection. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.